Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material came out of the nozzle and a burnt tip cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The cause of the burned tip was unable to be specified. The high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use: instructions for evis lucera gif/cf/pcf type 260 series operation manual chapter 3, ¿preparation and inspection.¿ the event can be prevented by following the instructions for use: instructions for evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures.¿ olympus will continue to monitor field performance for this device.